Manufacturer narrative:
A DHR was reviewed and no qn found. The mfg records was reviewed and no abnormal found 14pcs retention sample was reviewed and no failure found. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Pen needle product has 100% IV angularity inspection by vision inspection system, and defect part will rejected by point vision system station automatically. Base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that during use of the pen needle 31gx5mm 14 pack the needle was bent which cause leakage. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer found that the needle bent caused leakage during using.